Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Patient additionally reported an infection after removal, unrelated to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified red particles on the shell and an opening. Additional, changed, and/or corrected data: b.5., d.4., d.7., g.3., h.6.

Event description:
Patient reported a right side rupture. Patient also reported "an infection after removal"; this is not device related. Device has been explanted.